Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a leak at the top of the cartridge. Also, it was reported that a cartridge alarm 16 occurred during the load process. The customer was able to load a new cartridge successfully. Reportedly, the customer's blood glucose level was 508 mg/dl and it was addressed with a manual injection.

Manufacturer narrative:
Cartridge was returned for investigation. Coding reflects the cartridge leak.